Event description:
Consumer complaint about low blood results. Customer normally reads in the 200's two hours after meals. Based on parkes error grid analysis, the bias between the lowest result in memory (77) and the normal result (200) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).